Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: b)(4), lot: 7076570.

Event description:
It was reported that the patients leads migrated on both sides. The patient underwent a lead revision procedure where the physician successfully advanced the leads back into place by hand. The patient is doing well post-operatively.